Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the device worked as intended during the initial procedure with no issues noted. The surgeon uses a black reload for the first firing then either black or green for the second.

Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure that the patient experienced no complications for 6 months. (B)(6) 2017 patient had her 6 month follow up where she looked horrible. Patient had been throwing up for the past 6 weeks. Patient started smoking again three months after the procedure, patient had quit smoking prior to the procedure. Patient thought she had a sinus infection, she visited her ent proscribed antibiotics which she thought she was responding badly to. At her 6 month follow up she was sent for a CT scan where it was found that she had blown out her stomach. There was a huge leak up by the ge junction. Patient was stented for 6 weeks, which revealed the leak was still there. They left the stent in for another 6 weeks. The leak was healed after 12 weeks and the stent was removed. In september, the patient was re admitted back to the ER in critical condition with a fever. Dr did a splenectomy due to a CT scan that showed abscessed all over by her spleen. Abscesses were still present after the splenectomy. A gi series identified a leak. The dr installed a stent but the patient leaked around the stent. The stent was replaced and it leaked again. At this point the dr. Wanted to put the patient on a feeding tube. Patients family wanted as second opinion and transferred to another hospital where a feeding tube was still applied. Patient is still recovering.